Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7092677, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and had an inadequate stimulation. Medication, ice, and abdominal binder were all encouraged. All components were explanted and patient was doing well postoperatively.